Event description:
It was reported that a cartridge alarm issue occurred with the pump, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. The customer, whose pump was still under warranty, was advised by technical support (cts) to return the faulty pump to tandem using a provided return box and label. They will receive a replacement pump with slightly older software, with guidance provided to update it later. The customer understood the instructions to transfer settings and connect their continuous glucose monitor to the new pump. A backup insulin pump will be used to ensure continuous insulin delivery during the replacement process.